Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump failed to deliver a bolus that was programmed the same morning. The reporter noted that the patient's blood glucose (bg) went from 186mg/dl at breakfast to around 300 mg/dl with no signs or symptoms of hyperglycemia. The reported bg excursion does not meet the definition of a serious injury. This complaint is being reported due to the allegation that the pump did not deliver a programmed bolus.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.